Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple unexpected restart alarms and external ram error alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer performed self test and the insulin pump passed. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. Device passed selftest, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No external ram crc error alarm noted. However, device alarmed unexpected restart error and loss of memory after battery change due to faulty interface board. Device was received with minor scratches on lcd window.